Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer changed infusion to address occlusion; alarm continued. Customer's blood glucose was 356 mg/dl. As pump supplies were changed, tandem technical support was unable to determined source of occlusion. Upon follow up, customer reported issue had been resolved.